Manufacturer narrative:
Fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of sample showed that no ts or suture remained on the needle. No suture or ts were returned. The actuator was in its post t2 deployment position indicating a complete deployment. The needle was dramatically bent. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Reported non-deployment cannot be confirmed. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscus repair procedure it was reported that after t1 deployment, the t2 implant was not deployed. Nothing remained inside the body. It was additionally reported that no damage was noted to the devices. The trigger was able to be fully advanced. The procedure was completed with a back-up device. There was no delay in the procedure and the patient was okay post-procedure.